Event description:
Additional information was received that the patient underwent generator replacement on (B)(6) 2015. The explanted generator was discarded by the explanting facility; therefore, no product analysis can be performed.

Event description:
Clinic notes were received indicating that the vns patient was referred for surgery due to an increase in seizures. The patient¿s device showed an ifi condition during an office visit on (B)(6) 2014. The patient was experiencing approximately eight seizures per month and approximately two seizures per week in (B)(6) 2008. The patient¿s pre-vns baseline seizure levels are unknown. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Clinic notes were received indicating that the patient experiences 2 seizures per week. Although surgery is likely, it has not occurred to date.